Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer wanted to have logs pulled due to a patient death sometime between 14:00 (B)(6) 2021 and 14:00 (B)(6) 2021. The device was reported to be in use on a patient, the patient died.

Manufacturer narrative:
The customer further indicated that the adverse event took place on (B)(6) 2021 at 0157 bed#=345 and it was a possible intellispace event management (iem) issue that caused clinical iem assignments to not be saved or updated causing the patient to expire. A philips remote service engineer (rse) spoke with the customer. The rse obtained log information and the issue was handed to a product support specialist (pss) for in depth investigation. The iem alert system sends to spectralink oai devices (phones). The clinical person claimed they saved the clinical user to spectralink device assignment as the shift began. The pss found that three alarm messages were delivered from bed 345 to recipient(s) addressed and , from (B)(6) 2021 01:57:54 am to (B)(6) 2021 01:57:54 am. All three messages assigned to these recipients failed to be delivered to the phone text device with error: no devices. The clinical users did not change the assignments from the previous shift and they did not test the user to device assignment before the new shift began causing this issue to happen; the clinical user profile in iem had no end devices (phones) assigned to receive the alarm and the patient red alert was not received. There was no product malfunction as the patient information center ix (pic ix) alarmed and sent the data to iem. This is considered a user configuration issue. Information was provided to the customer. Further, the clinical team assigned phones to users to receive philips monitoring alerts to resolve the issue..

Event description:
It was reported that the customer wanted to have logs pulled due to a patient death sometime between 14:00 (B)(6) 2021 and 14:00 (B)(6) 2021. The device was reported to be in use on a patient, the patient died.